Event description:
Immediately after activation of the handpiece, device started to smoke and there was a spark between the power cord and the handpiece. Device became too hot to hold. The power cord was melted to the motor. It is alleged that the motor then separated from the handpiece. User facility states no injury to patient or staff.